Event description:
Proxy biomedical was notified on (B)(4) 2013 via email by the polyform distributor (boston scientific) that they have rec'd a complaint on (B)(4) 2013 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt suffered an injury. The date of implant of the mesh is (B)(6) 2009. The pt is identified as "mam." Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6). The physician who treated the pt is dr. (B)(6). The implant involved in this complaint is a polyform synthetic mesh - lot number is unk.

Manufacturer narrative:
Device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instruction for use).